Event description:
The catheter broke when being removed. Stretched at break point. Approximately 1cm may have been left in patient.

Manufacturer narrative:
The device involved in this complaint was discarded at the facility. The information contained herein is based on the information provided by the initial reporter. The information provided indicated that the catheter broke during removal. The catheter was stretched at the break point, and approximately 1cm of catheter may have been left inside the patient. The patient is healing well. Based on this information, the technique used in the removal of the catheter contributed to the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks. If additional information is received pertinent to this incident, a follow-up report will be submitted.